Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined that the gel cards were tilted from both the incubator and the centrifuge. The fe performed gripper and camera adjustments and replaced the appropriate components to return the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.

Event description:
The customer reported that the ortho provue analyzer resulted negative type and antibody screen results as false positives and mixed field reactions. The gel cards were brought to the service rack for manual review. The customer manually reviewed the gel cards, and indicated the results were negative. No erroneous results were reported. False positive results may result in abo misclassification and the transfusion of incompatible blood.